Manufacturer narrative:
Review of the data filed in the device history record confirmed that the returned valve satisfied all material, dimension, and performance standards required for perceval 23/m - sn (B)(4) at the time of manufacture and release. Visual inspection of the returned prosthesis confirmed the absence of manufacturing defects. Hydrodynamic testing conducted on the returned prosthesis confirmed that the device was showing normal leaflet kinematics with a regurgitation fraction in compliance with the requirements of en iso 5840:2015. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic to the device. According to the physicians narrative, the valve appeared to be oversized. This is consistent with the evidence that the perceval size 23 was replaced with a magna ease 21 mm. The event has therefore been deemed a mis-sizing and is not device-related. No further investigation is required.

Manufacturer narrative:
Gross examination of the returned valve was completed. Visual inspection results showed that according to the current procedure, there were not particular evidences but the second leaflet was tensioned.

Event description:
It was reported that the patient had avr surgery on (B)(6) 2017. The patient was implanted with a perceval valve size 23. When the patient came off pump, there was moderate central ai and gradient of 35. The patient went back on and the surgeon reopened with aortotomy. Compression of one of the leaflets was seen. The valve appeared to be oversized and the leaflet was not fully coapting. The surgeon removed the perceval valve and implanted a magna ease 21mm. While attempting to intubate in the cvicu the patient experienced st changes. The patient was taken urgently to the cath lab and the rca was occluded. They attempted to bypass the rca, but he was ischemic for too long and died due to complete rv failure. This was not a valve related death.